Event description:
Additional information received indicates that the patient underwent surgical intervention during which the patient's system was explanted and replaced with no complications.

Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-15193. It was reported that x-ray showed that one lead migrated. Surgery may occur to address the issue. It is unknown which lead migrated, so both leads are being reported.